Manufacturer narrative:
The physician reported there was no injury to the pt. When the ventilation difficulty occurred the physician deflated, adjusted the tube, re-inflated the emg tube cuff and finished the procedure with the same reported product. The customer has retained the product and will not return it for further analysis. Several attempts were made to obtain pt info. If the customer provides the info a supplemental report will be filed. The physician further reported that after examining the tube more closely he found the cuff expanded asymmetrically particularly when it warmed up. The cuff extended over the distal tip of the emg tube causing the obstruction. That is why it relieved the deflation of the cuff. A review of the device history report did not indicate any abnormalities in the production of this lot.

Event description:
Approx 30 minutes into the procedure the pt suddenly became difficult to ventilate. The anesthetist made several attempts to correct the situation including: albuterol, terbutaline, and paralysis. He then passed a catheter down the tube, but it still would not ventilate. The anesthesiologist then decided to re-intubate the pt. As the cuff was deflated, ventilation became easier for the pt.